Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined all further troubleshooting. Customer¿s blood glucose level was 190 mg/dl.